Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the trigger of the device was loose, and when the white plastic sleeve was removed it was observed that both implants were still inside the needle. The first implant was not fully deployed and was still on the needle track at the distal tip of the needle. The handle was disassembled to reveal the internal components of the trigger and push rod assemblies. From this, it was observed that the tip of the trigger which makes contact with the push rod was broken in two (2) pieces. The push rod was removed to observed the distal tip of the component, and it was found that the push rod was bend at the distal tip. The push rod may become bent as found when excessive compression force is applied at the push rod distal tip. This type of failure can occur when the user does not penetrate the needle far enough into the meniscal tissue, which can cause the implant to become stuck against the surface of the tissue. Given that the first implant was not fully deployed from the needle, the implant may have become stuck at that point along the needle while the trigger was being pulled. When the trigger is continuously pulled while the implant is stuck against the surface of the tissue, the push rod can become bent under excessive compression force. When this happens, excessive compression force can build up in the trigger and cause the trigger to break therefore is a potential root cause for the inability of the device to release the implant and the trigger being broken. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(6) reports an event as follows: it was reported that the truespan 12 degree peek did not work during the surgery. The trigger broke when the surgeon fired it. The surgeon had opened and installed another truespan in the same pavilion. It was noted there was no technique failure or excess force applied. They had to open a new truespan part of the consignment, which worked correctly. It was noted there was approximately a fifteen (15) minute surgical delay. There was no patient consequence or impact to the user. No surgical intervention is planned. A 12 degree needle angle was used. The surgeon penetrated the meniscus all the way to the depth stop. Another truspan was used to complete the procedure successfully. The surgeon used a probe. The failure occurred with the first implant and it was not deployed. This report is for a truespan 12 degree peek. This is report 1 of 1 for (B)(4).